Manufacturer narrative:
Additional information showed that a complaint file was already created for icerod cx 90° needle/vl with lot # b9131-008 and a medwatch report was submitted to FDA on june 20 2017 under MFR # 9616793-2017-00042. On july 10, 2017, a supplemental report was submitted with the following investigation: the needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a warm compress to protect the patient's skin. Duplicate report to MFR 9616793-2017-00042.

Event description:
Prior to a cryoablation procedure, the system and 2 icerod cx 90° needles were tested with no issues reported. During the first freeze cycle, one of the needle shafts started to freeze getting close to the patient's skin. Saline was used to prevent damage to the patient's skin. The case was completed as expected with no injuries to the patient.